Event description:
Acute pain [pain] ([walking difficulty]). Infiltration of synvisc one (off label use situation) [device use issue]. Cardiac murmur increased [cardiac murmur] ([condition aggravated]). Case narrative: initial information received on 14-aug-2018 from (B)(6) regarding an unsolicited valid serious case received from a consumer. This case involves a patient of unknown demographics who experienced acute pain, cardiac murmur increased and infiltration of synvisc one (off label use situation), after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cardiac murmur and lymphatic disorder. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) in right knee at dosage 6ml 1x via intra-articular route (batch number and indication: unknown). On (B)(6) 2018, patient experienced acute pain (latency: same day) after receiving an infiltration of synvisc one (off label use situation) (latency: same day). On (B)(6) 2018, patient reported to the emergency department; two knee punctures were done and the pain faded little by little. It was reported that the patient had walking difficulty (latency: few days) and could walk with the use of a cane. On (B)(6) 2018, patient was discharged from the hospital and went home. On an unknown date in 2018, patient reported that cardiac murmur increased (latency: unknown). No additional information was provided. Corrective treatment: two knee punctures and cane for acute pain. Seriousness criterion: hospitalization, disability and required intervention for acute pain; hospitalization for infiltration of synvisc one (off label use situation). Outcome: recovering/ resolving for acute pain; not recovered rest of the events a product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 22-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on 31-aug-2018. No new information. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error.

Event description:
Acute pain [pain]. Walking difficulty [walking difficulty]. Monoarthritis [monoarthritis] ([hyperalgesia], [joint range of motion decreased], [joint effusion]). Cardiac murmur increased [cardiac murmur] ([condition aggravated]). Biologic inflammatory syndrome [inflammation] ([c-reactive protein increased]). Synovitis [synovitis] ([joint effusion], [joint inflammation]). Case narrative: based on additional information received on 06-nov-2018, the case has become medically confirmed. Initial information received on (B)(6) 2018 from france regarding an unsolicited valid serious case received from a consumer. This case involves 72 year old female patient (155 cm and 117 kg) who experienced acute pain, walking difficulty, cardiac murmur increased, monoarthritis, inflammatory syndrome after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cardiac murmur, lymphatic disorder, obesity (bmi ipper than 40), thoracoabdominopelvic arterial hypertension, sub-acute ischemia of the lower left limb, deep vein thrombosis of the lower left limb with pulmonary embolism in 1998, postoperative deep vein thrombosis of the lower right limb, car accident on (B)(6) 2011 that affected his knees, vocal cords, two broken ribs and cracked collarbone. Other history includes age-related macular degeneration, gonarthrosis, plantar fasciitis, colic polyp of low grade. Annual injection of synvisc one for years before the report in the knee on 2013, 2014, 2015 and 2016. It was reported that the patient was nonsmoker, abstains from alcohol. Patient had ongoing asthma and allergy to aspirine, antibiotics, tramadol nos, chloramphenicol, proguanil and etodolac. Patient's concomitant medications were lovenox. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of hylan g-f 20, sodium hyaluronate (synvisc one) in right knee at dosage 6ml 1x via intra-articular route (batch number: unknown) for arthrosis. On (B)(6) 2018, patient experienced acute pain (latency: same day) after receiving an injection of hylan g-f 20, sodium hyaluronate (latency: same day). On the same day, also experienced biologic inflammatory syndrome. On (B)(6) 2018, patient experienced monoarthritis of the right knee with hyperalgesia, it was impossible for him to flex his knee, she had no fever. She had to be hospitalized for monoarthritis and acute pain and had disability due to acute pain. Patient had 2 punctures during hospitalization which showed sterile cultures, without crystals nor hemarthrosis but blood test showed biologic inflammatory syndrome with crp at 73. On (B)(6) 2018, patient reported to the emergency department; two knee punctures were done and the pain faded little by little. It was reported that the patient had walking difficulty (latency: few days) and could walk with the use of a cane for which patient was hospitalization and had disability. On (B)(6) 2018, the puncture liquid joint was inflammatory (joint inflammation) and sterile. On (B)(6) 2018, magnetic resonance imaging (MRI) showed known knee osteoarthritis lesions evolved on lateral compartment, meniscosis and synovitis with joint effusion/ articular effusion translating inflammatory reaction that recovered on an unknown date. On (B)(6) 2018, the patient recovered from pain, walking difficulty, biologic inflammatory syndrome and was discharged from the hospital and went home. On an unknown date in 2018, patient reported that cardiac murmur increased (latency: unknown). On (B)(6) 2018, it was reported that the physician had requested patient to continue with lymphatic massages. At that time patient was not recovered. Analgesics (paracetamol, opium and nefopam) were introduced as corrective treatment associated with glace and rest. Slow favorable evolution was noted with no sequelae. Action taken: not applicable for all events. Corrective treatment: two knee punctures and cane for acute pain and analgesics (paracetamol, opium and nefopam for pain, walking difficulty, synovitis, articular effusion/ joint effusion. Outcome: recovered / resolved for acute pain, walking difficulty, biologic inflammatory syndrome, synovitis, unknown for monoarthritis, not recovered for rest of the events. A product technical complaint was initiated on 22-aug-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 22-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on 31-aug-2018. No new information additional information received on 08-oct-2018 from patient. Suspect product indication added. Medical history added. Concomitant medication added. Clinical course updated and text amended accordingly. Additional information received on 06-nov-2018 from healthcare professional. Additional events of monoarthritis, inflammatory syndrome were added with details. Medical history updated. Outcome for acute pain updated to not recovered from recovered. Concomitant medications were added. Clinical course updated and text amended accordingly. Additional information was received on 16-nov-2018 from physician. Patient demographic data. Concomitant medication added. Updated for joint effusion/ articular effusion, biologic inflammatory reaction. Event details updated for pain, walking difficulty, biologic inflammatory syndrome, synovitis, joint effusion/ articular effusion. Event added for joint inflammation. Outcome updated for pain, walking difficulty, biologic inflammatory syndrome, synovitis, joint effusion/ articular effusion. Corrective treatment updated. Medical history updated. Walking difficulty updated to event from symptom. Clinical course was updated and text amended accordingly. Upon internal review on 12-feb-2019 with clock start date of 16-nov-2018 a significant amendment was performed for mir form generation. Upon internal review on 01-nov-2019 with the clock start date of 16-nov-2018, the event coding was updated from device use issue to injection site infiltration. Based on information previously received, the following information has/have been amended on 20-nov-2019 with clock start date of 16-nov-2018: event of infiltration of synvisc one was deleted from the case. Clinical course updated. Text amended accordingly.

Event description:
Acute pain [pain] ([walking difficulty]). Infiltration of synvisc one (off label use situation) [device use issue]. Cardiac murmur increased [cardiac murmur] ([condition aggravated]). Case narrative: initial information received on 14-aug-2018 from (B)(6) regarding an unsolicited valid serious case received from a consumer. This case involves a patient of unknown demographics who experienced acute pain, cardiac murmur increased and infiltration of synvisc one (off label use situation), after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cardiac murmur, lymphatic disorder, car accident on (B)(6) 2011 that affected his knees, vocal cords, two broken ribs and cracked collarbone. Annual infiltration of synvisc one for years before the report in the knee on (B)(6), (B)(6), (B)(6) and (B)(6) . Patient's concomitant medications were lovenox. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) in right knee at dosage 6ml 1x via intra-articular route (batch number: unknown) for arthrosis. On (B)(6) 2018, patient experienced acute pain (latency: same day) after receiving an infiltration of synvisc one (off label use situation) (latency: same day). On (B)(6) 2018, patient reported to the emergency department; two knee punctures were done and the pain faded little by little. It was reported that the patient had walking difficulty (latency: few days) and could walk with the use of a cane. On (B)(6) 2018, patient was discharged from the hospital and went home. On an unknown date in 2018, patient reported that cardiac murmur increased (latency: unknown).on (B)(6) 2018, it was reported that the physician had requested patient to continue with lymphatic massages. At that time patient was not recovered. No additional information provided. Corrective treatment: two knee punctures and cane for acute pain. Seriousness criterion: hospitalization, disability and required intervention for acute pain; hospitalization for infiltration of synvisc one (off label use situation). Outcome: recovering/ resolving for acute pain; not recovered rest of the events a product technical complaint was initiated on 22-aug-2018 for synvisc-one. Batch number: unknown global ptc number: 55151. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 22-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on 31-aug-2018. No new information. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information received on 08-oct-2018 from patient. Suspect product indication added. Medical history added. Concomitant medication added. Clinical course updated and text amended accordingly.

Event description:
Acute pain [pain] walking difficulty [walking difficulty] monoarthritis [monoarthritis] ([hyperalgesia], [joint range of motion decreased], [joint effusion]) infiltration of synvisc one (off label use situation) [device use issue] cardiac murmur increased [cardiac murmur] ([condition aggravated]) biologic inflammatory syndrome [inflammation] ([c-reactive protein increased]) synovitis [synovitis] ([joint effusion], [joint inflammation]) case narrative: based on additional information received on 06-nov-2018 , the case has become medically confirmed. Initial information received on 14-aug-2018 from france regarding an unsolicited valid serious case received from a consumer. This case involves a patient of unknown demographics who experienced acute pain, walking difficulty, cardiac murmur increased infiltration of synvisc one (off label use situation), monoarthritis, inflammatory syndrome after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cardiac murmur, lymphatic disorder, obesity (bmi ipper than 40), thoracoabdominopelvic arterial hypertension, sub acute ischemia of the lower left limb, deep vein thrombosis of the lower left limb with pulmonary embolism in 1998, postoperative deep vein thrombosis of the lower right limb, car accident on oct-2011 that affected his knees, vocal cords, two broken ribs and cracked collarbone. Other history includes age-related macular degeneration, asthma, gonarthrosis, plantar fasciitis, colic polyp of low grade, allergy: aspirine, antibiotics, tramadol nos, chloramphenicol, proguanil and etodolac. Annual infiltration of synvisc one for years before the report in the knee on 2013, 2014,2015 and 2016. It was reported that the patient was non smoker and abstains from alcohol. Patient's concomitant medications were lovenox. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) in right knee at dosage 6ml 1x via intra-articular route (batch number: unknown) for arthrosis. On (B)(6) 2018, patient experienced acute pain (latency: same day) after receiving an infiltration of synvisc one (off label use situation) (latency: same day). On the same day, also experienced biologic inflammatory syndrome. On (B)(6) 2018, patient experienced monoarthritis of the right knee with hyperalgesia, it was impossible for him to flex his knee, he had no fever. He had to be hospitalized. Patient had 2 punctures during hospitalization which showed sterile cultures, without crystals nor hemarthrosis but blood test showed biologic inflammatory syndrome with crp at 73. On (B)(6) 2018, patient reported to the emergency department; two knee punctures were done and the pain faded little by little. It was reported that the patient had walking difficulty (latency: few days) and could walk with the use of a cane. On(B)(6) 2018 and (B)(6) 2018, the puncture liquid joint was inflammatory (joint inflammation) and sterile. On (B)(6) 2018, MRI showed known knee osteoarthritis lesions evolved on lateral compartment, meniscosis and synovitis with joint effusion/ articular effusion translating inflammatory reaction that recovered on an unknown date. On (B)(6) 2018, the patient recovered from pain, walking difficulty, biologic inflammatory syndrome and was discharged from the hospital and went home. On an unknown date in 2018, patient reported that cardiac murmur increased (latency: unknown). On (B)(6) 2018, it was reported that the physician had requested patient to continue with lymphatic massages. At that time patient was not recovered. No additional information provided. Analgesics (paracetamol, opium and nefopam) were introduced as corrective treatment associated with glace and rest. Slow favorable evolution was noted with no sequelae. Corrective treatment: two knee punctures and cane for acute pain and analgesics (paracetamol, opium and nefopam for pain, walking difficulty, synovitis, articular effusion/ joint effusion. Seriousness criterion: hospitalization, disability for acute pain and walking difficulty; hospitalization for infiltration of synvisc one (off label use situation), monoarthritis. Outcome: unknown for monoarthritis, recovered for pain, walking difficulty, biologic inflammatory syndrome, synovitis, articular effusion/ joint effusion; not recovered rest of the events a product technical complaint was initiated on (B)(6) -2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 22-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on 31-aug-2018. No new information this suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information received on 08-oct-2018 from patient. Suspect product indication added. Medical history added. Concomitant medication added. Clinical course updated and text amended accordingly. Additional information received on 06-nov-2018 from healthcare professional. Additional events of monoarthritis, inflammatory syndrome were added with details. Medical history updated. Outcome for acute pain updated to not recovered from recovered. Concomitant medications were added. Clinical course updated and text amended accordingly. Additional information was received on 16-nov-2018 from physician. Patient demographic data. Concomitant medication added. Verbatim updated for joint effusion/ articular effusion, biologic inflammatory reaction. Event details updated for pain, walking difficulty, biologic inflammatory syndrome, synovitis, joint effusion/ articular effusion. Event added for joint inflammation. Outcome updated for pain, walking difficulty, biologic inflammatory syndrome, synovitis, joint effusion/ articular effusion. Corrective treatment updated. Medical history updated. Walking difficulty updated to event from symptom. Clinical course was updated and text amended accordingly.

Event description:
Acute pain [pain] walking difficulty [walking difficulty] monoarthritis [monoarthritis] ([hyperalgesia], [joint range of motion decreased], [joint effusion]) cardiac murmur increased [cardiac murmur] ([condition aggravated]) biologic inflammatory syndrome [inflammation] ([c-reactive protein increased]) synovitis [synovitis] ([joint effusion], [joint inflammation]) infiltration of synvisc one (off label use situation) [injection site infiltration] case narrative: based on additional information received on 06-nov-2018 , the case has become medically confirmed. Initial information received on (B)(6) 2018 from france regarding an unsolicited valid serious case received from a consumer. This case involves a patient of unknown demographics who experienced acute pain, walking difficulty, cardiac murmur increased infiltration of synvisc one (off label use situation), monoarthritis, inflammatory syndrome after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cardiac murmur, lymphatic disorder, obesity (bmi ipper than 40), thoracoabdominopelvic arterial hypertension, sub acute ischemia of the lower left limb, deep vein thrombosis of the lower left limb with pulmonary embolism in 1998, postoperative deep vein thrombosis of the lower right limb, car accident on (B)(6) 2011 that affected his knees, vocal cords, two broken ribs and cracked collarbone. Other history includes age-related macular degeneration, asthma, gonarthrosis, plantar fasciitis, colic polyp of low grade, allergy: aspirine, antibiotics, tramadol nos, chloramphenicol, proguanil and etodolac. Annual infiltration of synvisc one for years before the report in the knee on 2013, 2014, 2015 and 2016. It was reported that the patient was non smoker and abstains from alcohol. Patient's concomitant medications were lovenox. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) in right knee at dosage 6ml 1x via intra-articular route (batch number: unknown) for arthrosis. On (B)(6) 2018, patient experienced acute pain (latency: same day) after receiving an infiltration of synvisc one (off label use situation) (latency: same day). On the same day, also experienced biologic inflammatory syndrome. On (B)(6) 2018, patient experienced monoarthritis of the right knee with hyperalgesia, it was impossible for him to flex his knee, he had no fever. He had to be hospitalized. Patient had 2 punctures during hospitalization which showed sterile cultures, without crystals nor hemarthrosis but blood test showed biologic inflammatory syndrome with crp at 73. On (B)(6) 2018, patient reported to the emergency department; two knee punctures were done and the pain faded little by little. It was reported that the patient had walking difficulty (latency: few days) and could walk with the use of a cane. On (B)(6) 2018 and (B)(6) 2018, the puncture liquid joint was inflammatory (joint inflammation) and sterile. On (B)(6) 2018, MRI showed known knee osteoarthritis lesions evolved on lateral compartment, meniscosis and synovitis with joint effusion/ articular effusion translating inflammatory reaction that recovered on an unknown date. On (B)(6) 2018, the patient recovered from pain, walking difficulty, biologic inflammatory syndrome and was discharged from the hospital and went home. On an unknown date in 2018, patient reported that cardiac murmur increased (latency: unknown). On (B)(6) 2018, it was reported that the physician had requested patient to continue with lymphatic massages. At that time patient was not recovered. No additional information provided. Analgesics (paracetamol, opium and nefopam) were introduced as corrective treatment associated with glace and rest. Slow favorable evolution was noted with no sequelae. Corrective treatment: two knee punctures and cane for acute pain and analgesics (paracetamol, opium and nefopam for pain, walking difficulty, synovitis, articular effusion/ joint effusion. Seriousness criterion: hospitalization, disability for acute pain and walking difficulty; hospitalization for infiltration of synvisc one (off label use situation), monoarthritis. Outcome: unknown for monoarthritis, recovered for pain, walking difficulty, biologic inflammatory syndrome, synovitis, articular effusion/ joint effusion; not recovered rest of the events a product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: unknown global ptc number: 55151. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 22-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on 31-aug-2018. No new information. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information received on 08-oct-2018 from patient. Suspect product indication added. Medical history added. Concomitant medication added. Clinical course updated and text amended accordingly. Additional information received on 06-nov-2018 from healthcare professional. Additional events of monoarthritis, inflammatory syndrome were added with details. Medical history updated. Outcome for acute pain updated to not recovered from recovered. Concomitant medications were added. Clinical course updated and text amended accordingly. Additional information was received on 16-nov-2018 from physician. Patient demographic data. Concomitant medication added. Verbatim updated for joint effusion/ articular effusion, biologic inflammatory reaction. Event details updated for pain, walking difficulty, biologic inflammatory syndrome, synovitis, joint effusion/ articular effusion. Event added for joint inflammation. Outcome updated for pain, walking difficulty, biologic inflammatory syndrome, synovitis, joint effusion/ articular effusion. Corrective treatment updated. Medical history updated. Walking difficulty updated to event from symptom. Clinical course was updated and text amended accordingly. Upon internal review on 12-feb-2019 with clock start date of 16-nov-2018 a significant amendment was performed for mir form generation. Upon internal review on 01-nov-2019 with the clock start date of 16-nov-2018, the event coding was updated from device use issue to injection site infiltration.

Event description:
Acute pain [pain] ([walking difficulty]). Monoarthritis [monoarthritis] ([hyperalgesia], [joint range of motion decreased], [joint effusion]). Infiltration of synvisc one (off label use situation) [device use issue]. Cardiac murmur increased [cardiac murmur] ([condition aggravated]). Inflammatory syndrome [inflammation] ([c-reactive protein increased]). Synovitis [synovitis] ([joint effusion]). Case narrative: based on additional information received on (B)(6)2018 , the case has become medically confirmed. Initial information received on (B)(6) 2018 from france regarding an unsolicited valid serious case received from a consumer. This case involves a patient of unknown demographics who experienced acute pain, cardiac murmur increased infiltration of synvisc one (off label use situation), monoarthritis, inflammatory syndrome after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cardiac murmur, lymphatic disorder, obesity, thoracoabdominopelvic arterial hypertension, sub acute ischemia of the lower left limb, deep vein thrombosis of the lower left limb with pulmonary embolism in 1998, postoperative deep vein thrombosis of the lower right limb, car accident on (B)(6)2011 that affected his knees, vocal cords, two broken ribs and cracked collarbone. Annual infiltration of synvisc one for years before the report in the knee on 2013, 2014,2015 and 2016. It was reported that the patient was non smoker and abstains from alcohol. Patient's concomitant medications were lovenox. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) in right knee at dosage 6ml 1x via intra-articular route (batch number: unknown) for arthrosis. On (B)(6) 2018, patient experienced acute pain (latency: same day) after receiving an infiltration of synvisc one (off label use situation) (latency: same day). On (B)(6) 2018, patient experienced monoarthritis of the right knee with hyperalgesia, it was impossible for him to flex his knee, he had no fever. He had to be hospitalized. Patient had 2 punctures during hospitalization which showed sterile cultures, without crystals nor hemarthrosis but blood test showed inflammatory syndrome with crp at 73. On (B)(6) 2018, patient reported to the emergency department; two knee punctures were done and the pain faded little by little. It was reported that the patient had walking difficulty (latency: few days) and could walk with the use of a cane. On (B)(6) 2018, MRI showed known knee osteoarthritis lesions evolved on lateral compartment, meniscosis and synovitis with joint effusion. On (B)(6) 2018, patient was discharged from the hospital and went home. On an unknown date in 2018, patient reported that cardiac murmur increased (latency: unknown). On (B)(6) 2018, it was reported that the physician had requested patient to continue with lymphatic massages. At that time patient was not recovered. No additional information provided. Corrective treatment: two knee punctures and cane for acute pain seriousness criterion: hospitalization, disability and required intervention for acute pain; hospitalization for infiltration of synvisc one (off label use situation), monoarthritis. Outcome: unknown for monoarthritis, inflammatory syndrome; not recovered rest of the events a product technical complaint was initiated on (B)(6)2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Follow up information received on (B)(6) 2018. No new information this suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information received on (B)(6) 2018 from patient. Suspect product indication added. Medical history added. Concomitant medication added. Clinical course updated and text amended accordingly. Additional information received on (B)(6) 2018 from healthcare professional. Additional events of monoarthritis, inflammatory syndrome were added with details. Medical history updated. Outcome for acute pain updated to not recovered from recovered. Concomitant medications were added. Clinical course updated and text amended accordingly.